Event description:
Customer was testing oncentra 4.1 and found a bug in the pm. The plan has normalization dose 100% at isocenter, but global/local maximum gives a wrong value. Also the plan was absolutely normalized to 25 gy and the isocenter lies within the ptv; therefore the dose should not exceed this 25 gy. However, in the beam weighting window is 25.96 gy. And when pm is closed, pe is opened: the dose is still 25 gy, but the normalization dose has altered to 26.24 gy and the relative dose ration has been changed from 20 gy equals 80% to 21 gy equals 80%. The case is a large case (>250 slices at 0.3mm thickness) with a very small dose grid. As this was found during testing their was no effect on any pts.